Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of myopotential noise resulting multiple untreated episodes and multiple inappropriate shocks. Review of the device data determined the smartpass feature was disabled. The device was checked in clinic and the smartpass feature was again activated. The device remains programmed to the primary vector and remains in service. No additional adverse patient effects were reported.